Event description:
It was reported that during an unknown procedure, it was observed that there was partial firing of reload. There was no bleeding at the staple line as it appeared intact. No patient consequence reported. No additional information provided.

Manufacturer narrative:
(B)(4) date sent: 1/5/2026 d4: batch #unk. Per user facility medwatch form, mw5179416. A manufacturing record was performed for the finished device ech60l lot number a97t11 and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.